Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the al326 appeared not to open and fire correctly. The case was completed with another device and with no consequence to the pt.